Event description:
Three minutes into hd treatment, the blood leak alarm started to sound on the machine (gambro artis#: 66996). No visible blood was noted. A total of four (4) blood leak tests were conducted (siemens multistix lot#: 308079, same lot as previous), each test strip indicating a positive blood leak. Treatment was immediately stopped, and the entire circuit was replaced, resulting in a 400ml loss of patient's blood. Physician on call was notified, since the patient's hemoglobin was at 111, and patient was already being treated with ancef (for an unrelated problem), no medical intervention was deemed necessary. The dialyzer appeared intact and was not dropped prior to setup; the outer shipping carton was also intact. As this seemed to be quite isolated, the remainder of the carton was left in service. To be noted: they have indicated to me not long ago that the have been having intermittent issues with blood leak alarms with another brand of dialyzer as well, and those with visible blood leak in the dialysate. Awaiting update if there is anything common among these incidents (eg. Same machine, same patient, etc.).